Event description:
The (B)(6) male had a transvenous pacemaker which was inserted on (B)(6) 2003 for complete heartblock. On (B)(6) 2003 the tuohy-borst valve broke apart from the locking adapter. This also removed the hemostatic property of the valve (one way valve). The patient, who was critically ill, also had an increased risk for bleeding. The patient had bleeding through the hub. The cardiologist was notified of the problem with the tuohy-borst valve. The patient coded and expired within the next two hours. The cardiologist did not feel the code was caused by the broken valve.